Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Drilling with mako flexible drill shaft 112583 into a trident tritanium 2 cup when drill shaft broke at the junction of the flexible shaft and the drill holder.

Manufacturer narrative:
The catalog # was previously provided in the emdr initial report and has not been changed since. An event regarding crack/fracture involving a mako driver shaft was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection of the returned device noted that the device was returned in used condition. The device was found to be fractured. A review of the returned device with a material analysis engineer indicated: "damage observed consistent with an overload condition". Medical records received and evaluation: not performed as patient factors did not contribute to event. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: a complaint history review indicated that there were no other events reported for the lot referenced. Conclusions: the event was confirmed on the basis of visual inspection and material analysis, as it is concluded that the device was returned in fractured condition and the observed damage is consistent with fracture due to overload condition. If additional information becomes available, this investigation will be reopened.

Event description:
Drilling with mako flexible drill shaft 112583 into a trident tritanium 2 cup when drill shaft broke at the junction of the flexible shaft and the drill holder.